Event description:
A peritoneal dialysis (pd) patient reported during treatment his cycler alarmed for a fill complication during fill 1. While troubleshooting, the patient discontinued treatment and discovered fluid in the pump module area. The patient retained the set and made it available for investigation. During follow up, the patient reported that his effluent remained clear. He informed his pd nurse of the leak but was not prescribed any antibiotics. He switched to manual exchange to complete treatment. No adverse event reported at this time.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval. Visual inspection determined no damage or issues detected. The set was tested by using in a cycler in a test environment, but the failure could not be replicated. There were no leaks or problems found during testing. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformities during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.